Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set, which was connected to the patient line, leaked due to a slit in the line. The patient identified the leak during peritoneal dialysis therapy. The patient was connected at the time of the event. The exact location of the slit was unknown. There was no patient injury, however, the patient received prophylactic antibiotics due to the event. It was reported that the patient¿s transfer set was still in use. No additional information is available.